Manufacturer narrative:
(B)(4) date sent to FDA: 06/08/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h3, h4, h6 h3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that seventeen unopened samples of product code m8755 were received for evaluation. The product code is multistrand count and each packet contains two strands double armed. Visual inspection of thirteen unopened samples was conducted and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The devices performed without any defect noted and the actual complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. H6 component code: g07002 - testing of device from same lot/batch returned from user events reported in 2210968-2021-04573, 2210968-2021-04574, 2210968-2021-04575.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-04573, 2210968-2021-04575. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Was the needle piece removed from the patient during the same procedure? What tissue structure is it located? Were x-rays taken to locate the needle? Could you please clarify if the product is returning for evaluation? If yes, please provide the tracking number.

Event description:
It was reported that a patient underwent a coronary bypass procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.